Event description:
The hcp reported the patient was experiencing withdrawal, when the pump was filled, the expected reservoir volume was 4cc and the actual was 14 cc. A follow up report will be sent when additional information is received.

Event description:
Additional info from the hcp reports the pt was experiencing nausea and vomitting and decreased pain relief. The hcp did not treat the pt with supplemental oral medications "since pt went through detox so did not want to restart new regimen." The hcp feels the pump has quit working, though no dye or rotor studies have been done. The pt outcome was reported as still no pain relief.